Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had blood glucose (bg) levels in the high 200¿smg/dl to low 300¿smg/dl with mild ketones, stomach ache and headache for the past three days. The reporter stated that they have been on contact with the healthcare professional (hcp) and the patient has not needed attention outside of diabetes management. The patient had been drinking lots of water and using alternate form of delivery. The reporter stated that they have no issues with the pump but contacted animas to find out if pump has been giving her basal rate. Customer support confirmed with the reporter that ic, isf and bg targets are correct. The reporter stated that they think the cause for the high bg is from the time the patient was off the pump and using lancets and recent life stressors. The reporter stated that they will follow-up with hcp. This report is being made due to the hyperglycemic event the patient experienced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.